Event description:
The customer reported that the system had a ma on in error message and shut down without command during a case. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.